Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that her blood glucose value was 101 mg/dl when going to bed and about 30 minutes later, the insulin pump suspended because the sensor glucose reading was 50 mg/dl. She checked and her blood glucose was 99 mg/dl. The customer stated that the sensor kept reading false low glucose and at 3am it suspended the insulin pump and she woke up at 400 mg/dl feeling sick. Attempts to contact the customer were made but the customer could not be reached.